Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient's lead site was scabbing and ipg pocket site was not healing and continues to open up. Although, all lab results were normal with no signs of infection, the device was explanted and there have been no reports of further complications regarding this event. The patient was receiving effective pain relief from the device prior to explant and may be re-implanted in the future.